Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a procedure performed on (B)(6) 2026. It was reported that during the procedure, the band was adhesive and deployed three simultaneously. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the event description and the information provided by the customer, there is insufficient evidence to determine whether the premature band deployment was due to physician technique during the procedure or a device-related malfunction. Without a proper evaluation of the device, the most probable causes contributing to the event remain undetermined. Additionally, the product record review did not identify any potential product quality issues or evidence of new patient harm. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a procedure performed on (B)(6) 2026. It was reported that during the procedure, the band was adhesive and deployed three simultaneously. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on 08 may 2026: it was confirmed that the anorectal mole ligation was the type of procedure used. It was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block h2 (additional information): block b5 (describe event or problem) has been updated based on the additional information received on 08 may 2026. Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.